Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had blood in line and did not alarm an upstream occlusion during heparin therapy at the pediatric intensive care unit. It was stated, "heparin infusion was due to be restarted during shift change (after a pause due to elevated ptt (partial thromboplastin time)). The infusion was restarted with night rn at 'mar' and day rn at pump; rate/dose/line verified. About two hours later blood was noted to be backing up in the intravenous (IV) line and it was noticed that the blue key clamp on the IV tubing above the pump was clamped in off position (not inside keyhole). The baxter pump had made no alarms and appeared to be infusing without issue. It was unclear if medication was infusing at correct rate being 'pulled' past the clamp. Due to lack of alarm when it appears that the tubing was clamped, device was taken out of service the patient's ptt showed no change over 5 hours.. No additional information is available.